Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen straight stem ext 14mm dia x 200mm, catalog#: 00598801114, lot#: 63315405; nexgen precoat stemmed tibial plate, sz 5 catalog#: 00598004701, lot#: 63650265; nexgen tibial augment block, 10mm, size 5 catalog#: 00598800527, lot#: 61487780; nexgen tibial augment block, 5mm, size 5 catalog#: 00598800526, lot#: 63577275; nexgen precoat agmt block posterior size g, catalog#: 00599003701, lot#: 63438144; nexgen precoat agmt block posterior size g, catalog#: 00599003701, lot#: 63444512; nexgen distal precoat agmt block, size g, 10mm catalog#: 00599003720, lot#: 62144787; nexgen distal precoat agmt block, size g, 5mm catalog#: 00599003710, lot#: 62545085; nexgen offset stem ext 17mm dia x 145mm,(100mm), catalog#: 00598802017, lot#: 61634047; palacos r+g 2x40, catalog#: 66017747, lot#: 85954607; palacos r+g 1x60, catalog#: 66017772, lot#: 86510013; palacos r+g 1x60, catalog#: 66017772, lot#: 86730015. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00472, 0002648920-2019-00116, 0002648920-2019-00117, 0001822565-2019-00743, 0001822565-2019-00757, 0001822565-2019-00758, 0001822565-2019-00760, 0001822565-2019-00761, 0001822565-2019-00762, 0001822565-2019-00763. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to infection 21 days post revision, all implants were revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.